Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an occluded catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled with a two-piece connector. Light usage residues were observed throughout the sample. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. The effort required to infuse and aspirate through the sample was comparable to that required for a similar non-complainant device. Microscopic inspection of the sample was unremarkable. No deficiencies were discovered during investigation of the returned sample. Consequently this complaint is unconfirmed at this time. The submitted description suggested that blood product occlusion may have caused or contributed to the reported event. Blood product occlusion can occur if the indwelling catheter is not properly maintained. The product IFU provides instructions for suggested catheter maintenance.

Event description:
It was reported that the catheter was occluded one day after placement. Antibiotic therapy was being ministered. It was stated that every time the catheter was used, lock procedure with physiologic saline solution was performed. 30 minutes after removal, the catheter was flushed and a 20cm long of what appeared to be congealed blood came out. No patient harm was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reay1747 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was occluded one day after placement. Antibiotic therapy was being administered. It was stated that everytime the catheter was used, lock procedure with physiologic saline solution was performed. Thirty minutes after removal, the catheter was flushed and a 20cm long of what appeared to be congealed blood came out. No patient harm was reported.